Event description:
On (B)(6) 2013 fault: no fault to report, but it was found that air had been introduced to a pt during injection. The customer requested that the unit be checked over by a covidien engineer. It was reported there was no harm to the pt. All other details are not known. On (B)(6) 2013 customer reports: pt was a (B)(6) male. IV was a 20 gauge in the right antecubital vein. Less than 5 ml of air was seen in the pulmonary artery on a CT chest scan. The scan showed a 13mm air bubble in the root of the pulmonary artery and a tiny air bubble adjacent to it. Injections protocol is 70 ml at 3 ml/second using a prefilled optiray 300 syringe. Pt was reviewed by clinician in the op clinic, but it is unk if any discharge instructions were given. Original pt symptoms were: haemoptysis, questionable pathology of the lung, prebronchoscopy. Results were a normal scan. It is unk if the air was introduced at the time of the contrast media.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.